Event description:
It was reported the lead integrity alert was triggered for the right ventricular (rv) lead having oversensing and pacing impedance jumped to greater than 2100 ohms. There was a possible lead fracture. During the rv lead explant procedure, there was difficulty passing a stylet down the lead due to meeting resistance. Also, the physician was unable to get any resistance with the pinch tool on the lead connector pin to see if the helix would retract. With the pinch tool, the lead connector pin just continued to freely spin so a locking stylet was used to remove the lead. The physician thought there was a kink in the lead three to four inches distal to where the lead entered the vasculature. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal and defibrillation conductors were distorted, the distal conductor was cut, the distal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), the defibrillation conductor fractured due to overstress, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and there was apparent explant damage.